Manufacturer narrative:
This report is for an unknown femoral recon nail (frn)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an antegrade intramedullary procedure for highly comminuted segmental femoral shaft fracture with associated injury of t1, t6-9 tp fracture, l5 tp fracture, l 7th rib fracture, liver laceration, l femur fracture, b/l acetabulum fracture, r posterior iliac fracture, l sacroiliac joint widening, b/l superior and inferior pubic rami fracture, l distal humerus fracture, l ulnar and radius fracture, r midshaft radius and ulnar fracture, duodenal hematoma, serosal tear to transverse colon x2, morel lavallee lesion. There was infection but there was no delayed union of fracture. Other complication includes heterotopic ossification near some of the interlocking screws exuberant callus formation from the fracture and also some heterotopic bone from the external fixator pin sites. A reoperation including wound vac and revision of distal locking screws was performed. Patient outcome is unknown. No further information is available. This report is for an unknown femoral recon nail (frn). This is report 1 of 2 for (B)(4).